Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited low amplitude. Upon review of the data collected it was found there was some atrial undersensing. It was determined that the atrial undersensing was due to low amplitude. It was recommended to fixed the sensitivity. This crt-p remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited low amplitude. Upon review of the data collected it was found there was some atrial undersensing. It was determined that the atrial undersensing was due to low amplitude. It was recommended to fixed the sensitivity. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited low amplitude. Upon review of the data collected it was found there was some atrial undersensing. It was determined that the atrial undersensing was due to low amplitude. It was recommended to fixed the sensitivity. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported.